Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had a return of symptoms on and off for the last 2 years, but recently it had been the last couple of weeks. The patient reported experiencing incontinence every half hour, a teaspoon at a time, and had to wear pads. The patient stated that every time they stood up, it ran out of them. The patient reported that their physician wanted them to try this stimulator, but the patient did not ¿see the stimulator was working¿. Syncing with the programmer showed stimulation was on, and the patient had the ability to make adjustments. The patient increased stimulation to a strong, comfortable level. The patient was redirected to their healthcare provider if the problem did not resolve to discuss symptoms and programming. No further complications were reported.